Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to retroperitoneal bleeding and multiple system organ failure (msof). The account communicated that the pump operated as expected with no issues or alarms. The outcome was not device or therapy related. No autopsy was performed, and (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021 via ifs order number (B)(4) . The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), document (B)(4), rev. C, is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure), bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 â¿¿patient care and managementâ¿¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to retroperitoneal bleeding and multiorgan system failure. The pump operated as expected with no issues or alarms. An autopsy would not be performed, and the device would not be returned for evaluation.